Event description:
Status post bilateral subglandular inframammary gels (unk size/MFR-no records). Pt reports that right side is slowly growing while left is and right is firmer. Denies any history of trauma. Pt complains of myalgias (positive am stiffness), arthralgias, dysesthesias/paresthesias, spasms, swelling, chronic fatigue, sleep disturbance, swollen glands, fevers, night sweats, headaches, temporomandibular joint problems. "Periodontal", visual disturbance, dizzy spells, memory problems, dry mucus membranes, oral sores, rashes, sensitivity to sun/cold (positive raynaud's)/odors, shortness of breath/chest pain, costochondritis, choking sensation, shin tightening, thyroid problem, weight fluctuations, gi/gu difficulties, microscopic hematoma, easy bruising and menstrual irregularities. Past medical history positive "thyroidx? Details". Pt is otherwise healthy.